Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) has not functioned properly despite of revision surgeries. The revised implant did not activate. The patient is looking for assistance and was referred to patient services specialist.